Manufacturer narrative:
An event regarding disassociation involving a mako mics was reported. The event was confirmed. Method & results: -product evaluation and results: collar locking mechanism - dislodged -clinician review: no medical records were received for review with a clinical consultant. -product history review: a product history review is not required, as no manufacturing specific issue has been alleged. -complaint history review: a complaint history review is not required as there is no patient involvement. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
One mics has come apart where the saw blade enters to be attached. Case type / application: no associated procedure update as per investigation - collar locking mechanism - dislodged.